Event description:
It was reported during a routine check,the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The customer changed helium bottle and now has a slow leak. Found 2 washers between helium bottle and iabp. Removed helium bottle, removed extra washer, and reinstalled helium bottle. Unit now holds helium. A pm was performed in conjunction with this investigation, all measurement details. Unit passed complete pm with functional, safety, and electrical tests to factory specifications. Unit returned to customer.